Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device shaft of the device was bent. It is unknown if the device was used during surgery or if injury occurred. There was no additional info provided.